Event description:
A complaint was received from a distributor in (B)(4) regarding under recovery of cholesterol and hdl cholesterol using pts panels/cardiochek chol+hdl+glu panel test strips, lot i891. An internal investigation of this complaint confirmed the under recovery of these analytes for both the returned (previously opened) vials and qc retained vials from the same lot. The under recovery of cholesterol and hdl cholesterol was evident to a similar magnitude as reported by the customer. Based on the similar loss of reactivity of both the returned material and the retained material, this lot of chol+hdl+glu is being recovered from the field. Further eval is now underway to determine the root cause and evaluate any performance impact on the recovery of the glucose analytes in this panel. We have submitted this medical device report to alert users of this lot number of product while the eval continues and the field notification commences.